Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000e us unit shutoff and stopped ventilating while on a patient. The healthcare provider plug the unit in again and the unit continued to ventilate. Furthermore, ventilator was then replaced for another one, no patient harm reported.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Vyaire medical was unable to established the exact root cause. Most likely issue is due to user failure. The end user did not respond to the unit battery low alarms. Furthermore, the unit started to work properly after restoring the ac power.